Manufacturer narrative:
H.6. Investigation summary a sample was received for investigation the appearance of the received product was checked, no abnormalities such as breakage or defective molding were found. The airtightness of the received product (jis standard: 50 kpa, no leakage after pressurizing for 15 seconds) was confirmed, but no leakage was confirmed from the product. When passing purified water through the received product, no leak was observed from the product. Lot number 1910251c was provided, but does not match with material number 385530-zat so the device history review could not be completed the batch number was not associated with this product. Since no abnormalities such as damage or unable to reproduce leakage, were found in the actual product, it is presumed that this event was caused by liquid agent leakage from other than this product, such as dripping from the rubber stopper of the infusion container.

Event description:
It was reported that IV set/20drop/1cq/re/std/100cm leaked during use. The following information was provided by the initial reporter: drug leaked from spike needle part.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set/20drop/1cq/re/std/100cm leaked during use. The following information was provided by the initial reporter: drug leaked from spike needle part.